Event description:
On (B)(6) 2022, the patient underwent endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. Reportedly, during the procedure, while removing the delivery catheter, the physician noticed that the olive tip was not coming out with the delivery catheter. The olive had remained on the lunderquist wire. Attempts were made to retrieve the olive with the wire into the gore® dryseal flex introducer sheath, however, were unsuccessful. It was able to snare and remove the olive. It was reported that the olive issue had no effect on the outcome of the procedure, and the case was completed without any further issues. Final angiography showed a good result. There was nothing in patient¿s anatomy caused or contributed to the event. The device remains implanted. The delivery catheter will be provided for analysis. The physician stated that there was no resistance when removing the delivery catheter. The gore field sales associate (fsa) stated that the physician also mentioned that "it looked damaged before I put it in", however, did not do any comments after and inserted the catheter anyway. Additionally, the fsa confirmed that when the scrub nurse was preparing the device, the fsa didn't notice anything out of order.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted. The delivery catheter will be sent to gore for analysis. Further information will be provided.

Manufacturer narrative:
Additional information: it was reported by fsa that the device was not damaged during shipping, box intact. The manufacturing evaluation was provided based on the manufacturing, packaging/boxing, and sterilization review. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The engineering evaluation was updated: the device was successfully implanted and not available for analysis. The delivery catheter was returned for analysis. The deployment knobs, constraining mechanism, packaging mandrel, and packaging sheaths were not returned for analysis. The delivery catheter evaluation showed that the leading olive and approximately 4 mm of the polyimide are detached from the catheter. The olive is still bonded to the detached portion of the polyimide. Engineering observed a cut in the leading olive. The evaluation of the device did not indicate a deficiency in the manufacturing process, nor was there any evidence to suggest the failure was attributed to a supplier part or process. The gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU) state: remove the appropriately sized trunk-ipsilateral and contralateral leg delivery catheter from their packaging and examine for possible damage. Do not use if damaged or if sterile barrier has been compromised. Based on the findings from this evaluation, the physician¿s observation that the leading olive had become detached from the delivery catheter, was confirmed. The likely cause for the detached leading olive could not be determined with the available information. This type of occurrence will continue to be monitored. In addition, a cut was observed in the leading olive. The likely cause for the cut in the leading olive could not be determined with the available information.

Manufacturer narrative:
Please note that wrong statement was added in the follow up report# 2 emailed FDA on may 5, 2022, section: h10/11: corrected information: the manufacturing evaluation was provided based on the manufacturing and packaging review. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. It was reported that the device was not damaged during shipping, box intact.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted. The delivery catheter was provided for analysis. The device evaluation showed that the leading olive and approximately 4 mm of the polyimide are detached from the catheter. The olive is still bonded to the detached portion of the polyimide. Engineering observed a cut in the leading olive. The gore® excluder® aaa endoprostheses instructions for use (IFU) state: remove the appropriately sized trunk-ipsilateral and contralateral leg delivery catheter from their packaging and examine for possible damage. Do not use if damaged or if sterile barrier has been compromised. Based on the findings from this evaluation, the physician¿s observation that the leading olive had become detached from the delivery catheter, was confirmed. The likely cause for the detached leading olive could not be determined with the available information. This type of occurrence will continue to be monitored.